Event description:
It was reported the pt's ipg had moved and caused sharp pain at the implant site and the back. The physician indicated the device pressed against a nerve. F/u identified, the pt followed-up with her physician and the issue has been resolved.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.